Manufacturer narrative:
Sjm has limited info related to the pt's med history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt underwent a procedure for a trial scs system. When the physician attempted to remove the epiducer needle after placing 2 leads (from the same lot), the pt experienced pain. The physician attempted to reposition the leads and then elected to abandon the procedure.